Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high blood glucose (bg) bar on the continuous glucose meter (cgm) graph did not update to reflect setting updates made. Reportedly, customer performed a pump reset to resolve the issue and insulin delivery was resumed. Customer's blood glucose level was 140 mg/dl.